Manufacturer narrative:
An image provided shows a guide catheter and a stent, a guidewire, a post dilation balloon and a support wire are also visible in the image. There appears to be separation of the stent struts indicating stent deformation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary drug eluting stent was used to treat a mildly calcified, non tortuous lesion exhibiting 90% stenosis in the distal left main (lm) coronary artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Excessive force was not used. When the stent was deployed a 4.0 x 8mm non-medtronic balloon was used for pot with 14 atm. Resistance was encountered after pot. After pot was done there was an attempt to rewire in the cx. When resistance was felt they did not have an ivus so they used the stent boost. It was reported that after stent deployment the stent was noted to be deformed/broken. There was no problem placing or inflating the balloon the issue occurred afterwards. The device was not kinked and re-straightened during use. The patient was reported to be alive with no injury.